Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The lead was returned severed 7cm from the terminal pin, only the terminal segment was returned. The segment was confirmed to be electrically continuous. As a result, the clinical observations could not be confirmed.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise in unipolar configuration. As a result, the lead was programmed to bipolar configuration. This lead was subsequently explanted and returned. No additional adverse patient effects were reported.